Event description:
A clinical incident involving a super multivac 50 arthrowand was reported to arthrocare corporation. During an arthroscopy procedure of the knee, the tip of the device was reported to have detached and remained in the soft tissues of the patient's knee. There is no plan to reoperate to remove the fragment. The patient is reported to be doing well. There was reported patient injury or complications.

Manufacturer narrative:
The device was reported as retained by the user facility. Awaiting to confirm if the device will be returned to complete the investigation.